Event description:
It was reported that when performing an electrocardiography, there was artifact from the implantable neurostimulator (ins). Patient had shocking or jolting sensation. Patient refused to take a patient programmer because patient got a jolt when turning the device off and back on.

Manufacturer narrative:
Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7436, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 3387s-40, lot# v015148, implanted: (B)(6) 2007, product type: lead. Product ID: 3387s-40, lot# v014246, implanted: (B)(6) 2007,: product type: lead. (B)(4).